Event description:
Additional information was received from the patient. They reported that the patient had not yet contacted their doctor about the issue. They were going to call the doctor when they got back to az. They turned it off for a day and put it on a different program. It was unknown whether the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last night when they went to bed patient turned over and put their hand over where their ins was located in their "back butt" and reported they felt a "short quick electrical impulse". Patient stated it did it again so they turned their ins off. Patient further clarified it felt like they got a shock for an instant and felt on their hand coming from their implant. Patient stated they pulled their hand away so it didn't last long. Patient stated they are scared to turn back on their ins due to this. It was recommended patient leave ins off until they follows up with hcp. Patient denied any recent trauma or falls. No further patient complications are anticipated or expected as a result of this event.